Event description:
Three months after I got essure I was told I had fibromyalgia, since then I have had pelvic cramping and periods that last as long as 8 days, usual last 4 days. I have my lupus issues times two. After I gotten essure I had gotten "cellulatus".